Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient was experiencing dyskinesia and back spasms that ran through arms and hands. The patient was arching where the leads went to the spine. At the time of the report, they were trying to determine if the symptoms were from the medication or were related to stimulation. They wanted to know if there was a method to turn off the stimulation in emergency as they did not have the patient programmer and would have to just go home to get the programmer. Technical services asked about facial pulling on the recording, but technical services misheard what the caller initially said and this was never mentioned by the caller. This issue occurred five days prior to the report. Later, they called back with the patient programmer present. Initially, there was a 006 code. It was reviewed this was a stuck key. The 006 code was resolved after the batteries were removed, all the keys were pressed, and the batteries were put back in. Then, they saw "the neurostimulator battery is in a discharged state and your therapy has stopped" screen on the patient programmer when attempting to sync with the implantable neurostimulator (ins). It was discussed that perhaps the patient was experiencing symptoms because the stimulation was turned off and needed to be turned on again, even though dyskinesia would not be expected to occur. The patient had the spinal cord stimulator to treat pain and the patient was currently in pain. The ins was going to be charged and the stimulation was going to be turned back on to see if the symptoms improved. It was noted they were not going to see the manufacturer's representative until the monday after the report, so unless something got resolved on the day of the report, the patient was going to end up in the hospital. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient ended up being hospitalized due to the pain level causing them a "lot of issues." It was noted that the ins had shut off and was not functioning. The manufacturers' representative came to the hospital and recharged the ins and got it functioning again which made the patient better. The stimulation had been off which was why the patient was in pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported the patient wasn't feeling stimulation and was experiencing pain, which started on (B)(6). The patient programmer (pp) was used to check the device which showed that stimulation was off. Stimulation was turned on, and increased or decreased to what was appropriate which resolved the issue of no stimulation; the patient was to follow-up with their healthcare provider (hcp) regarding the pain.